Event description:
A customer complaint was received that pt results with hemosil recombiplastin reagent were erroneously prolonged for a pt being treated with daptomycin. When the customer sent out a sample to a reference lab, the pt result came back in october 2005, as normal (12.4 sec). The customer also performed mixing studies. Note: at the time of the incident, daptomycin was being tested for a new indications for use in a phase iii clinical trial. Due to consistently elevated pt results and the results of the mixing study, the pt was treated with fresh frozen plasma and novo seven. To co's knowledge, there was no adverse event associated with this incident.